Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (1300 mcg/ml at 511.9 mcg/day) and fentanyl (130 mcg/ml at 51.19 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient called the healthcare provider (hcp) office reporting that they were hearing the pump alarm in (B)(6). They were seen at the hcp office on (B)(6) 2021 and their pump logs were read. Motor stalls were noted on (B)(6) 2021 at 2:28 pm with a recovery at 2:33pm and then stalling again at 7:39pm and recovering at 8:02pm;(B)(6) 2021 at 3:28pm with a recovery at 3:39 pm, (B)(6)2021 at 5:05 pm with a recovery at 5:12pm, and (B)(6)2021 at 6:04 am with a recovery at 6:45am. The patient was given oral baclofen in case they needed it until the pump could be replaced. The hcp office was closed for two weeks and then the patient was scheduled for surgery. The patient was delayed in getting a pump replacement due to an infected molar and needing to be on antibiotics first before the pump could be replaced. It was unknown if there were external factors that contributed to the event and the patient did not have magnetic resonance imaging (MRI). The pump was replaced on (B)(6) 2022 and the issue was resolved. The patient's weight was 126 pounds and they had a medical history of multiple sclerosis and intractable spasticity. The patient was without injury at the time of the report.

Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.